Event description:
It was reported by the patient that the sense lines had broken off of her patient circuits multiple times. In each case, the patient required manual ventilation.

Manufacturer narrative:
The customer provided photographs of the patient circuits and the location of the break.